Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and a flex circuit sensor issue was verified. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the flex circuit sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the pump was missing the battery separator. During physical inspection, it was found that there was an issue with the flex circuit sensor issue. There was no patient involvement, no patient injury was reported.